Event description:
This is a report of a home patient (hp) who noticed a minicap transfer set with a broken occluder feet while the patient was connected during therapy. No issues were noted by the patient prior to the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no exceptions were observed that were related to the reported condition. A sample was received for the allegation and the device was analyzed. Visual inspection confirmed the reported problem of the broken occluder leg. Leak testing and clear passage tests were performed with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.